Event description:
The manufacturer received information alleging a ventilator caused nodules to form on the patient's lungs. The patient alleges shortness of breath. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator caused nodules to form on the patient's lungs. The patient alleges shortness of breath. Medical intervention was not specified. Correction: the reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices is incorrect. The device is not in the scope of the product recall. This statement has been removed from section b5, describe event or problem. The statement was included by error, and was discovered during review of the MDR. Section h7-remedial action init (rfb) was corrected to not applicable (na) and recall (z) number was corrected to not applicable (na). In section h-the device problem code was changed to adverse event without identified device or use problem. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator cause nodules to form on the patient's lungs. The patient alleges shortness of breath. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.